Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/25/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of shortened battery life. No damage to the battery compartment was observed. Moisture was observed within the battery compartment. The returned battery cap was able to secure properly to the pump. Leak testing found no pump leaks. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. Moisture was found on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.